Event description:
On (B)(6), 2012 the patient/lay-user contacted lifescan (lfs) (B)(4) alleging that he was experiencing an "er2" warning issue with his one touch verio iq meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6), 2012, one hour prior to contacting lfs. The patient stated that he manages his diabetes with pills, diet and/or exercise and due to the alleged issue he continued taking his usual dose of medication. He claimed a few minutes after the alleged issue started, he felt shaky and hot. In response to his symptoms, on (B)(6), 2012 at 1 pm he reportedly self treated with an additional dose of his oral medication (unable to recall the name). There was another device available at the time of the concern, but did not have the test strips for it. During the initial call with customer service, the agent noted that the patient was using the correct test strips, proper testing technique and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k# is k110637.